Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-06507. It was reported the pt was no longer receiving adequate coverage. X-rays were taken and revealed both leads had migrated. The pt was referred to a surgeon for surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.